Event description:
The customer's mother called to report that the customer was hospitalized for low blood glucose levels in the 20 mg/dl range. The mother felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.